Event description:
Covidien received info that, during pt use, a device alert occurred. No info received on pt outcome.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the internal battery and backup power supply (bps) printed circuit board (pcb), which resolved the customer reported issue. The ventilator passed all self-testing.